Event description:
During the atrial fibrillation procedure, the sheath was inserted into the right atrium, and when applying negative pressure for flushing before catheter insertion and transeptal puncture, air was aspirated. Aspiration was performed several times, but air could not be removed completely. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11 one 8.5f swartz braided introducer sheath and dilator were received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal seal. Tearing, resulting in a hole, was noted distal seal. A corrective action was initiated to address the failure mode of the swartz braided introducer leak.